Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Incident date: unknown. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported the unit lost battery power after 1 minute when unplugged during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Additional information was received confirming that there was no loss of ventilation during patient use and therefore, no reportable malfunction. The battery was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Incident date: unknown. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported the unit lost battery power after 1 minute when unplugged during pre-use checkout. There was no patient involvement.